Event description:
Complaint received concerning catheter balloon inflation issue with use of one 41229-02 7f td catheter. The 41229-02 7f catheter was successfully pre-tested prior to placement where no inflation issues/anomalies were encountered. The facility reported "balloon ruptured in pt after insertion. Used a 7fr introducer with insertion." The catheter was removed and replaced where no further issues were encountered. There was no reported adverse pt consequences.

Manufacturer narrative:
Device return: one used 41229-02 7f heparin coated catheter was returned to the MFR. MFR's investigation: visual inspection and analysis of the as-received 41229-02 7fr catheter recorded the balloon was extensively damaged/torn. There did not appear to be any missing balloon material fragments. Based on the visual inspection, the reported inflation failure was confirmed. Additional engineering analysis of the returned catheter components identified no mfg defects, dimensional non-conformances and or out of spec conditions that would have contributed to the product issue. Usage info obtained from the facility reported a 7fr introducer was used with the 41229-02 7fr catheter. The catheter's direction for use (dfu) provides specific instructions for required sized accessory devices and identifies this catheter requires introducer size of 8f or larger. A review of the mfg lot build database for the reported lot# 29-419-he (mfg date 06/2013) shows (B)(4) units were mfg, tested, inspected and released. There were no exception documents generated during the lot build. Findings: based on the "as-received" condition of the returned 41229-02 catheter, the reported balloon inflation issue was verified. The root cause of the catheter balloon inflation problem most likely was a result of contraindicated usage of an incorrect size introducer. The MFR's complaint investigation findings has been communicated to the facility staff along with the device dfu with specific instruction references highlighted for their review and records.